Event description:
Reporter alleged obtaining discrepant blood glucose results of 481 mg/dl back to back with a result of 138 mg/dl when testing was performed at the same time on the advantage system. Reporter stated she was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.